Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported error 32100 on arm3 during surgery. The surgeon completed the procedure robotically. The csr stated the fault immediately returns as soon as recover fault is pressed. The tse asked csr to power cycle the system, emergency power off (epo) and circuit breaker down on robot. Fault 32100 returns on system power up. The tse asked csr to follow system prompts to disable arm3. The procedure was completed as with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using only 3 arms.

Manufacturer narrative:
Isi did receive the universal surgical manipulator (usm) and performed the failure analysis. The failure analysis performed a visual inspection and found no problem related to reported issue. Checked and verified error 32100 in lighthouse (aperture), then installed on an internal equipment, fixture, or tool (eft) system and powered on. System powered on and faulted with a 32100 error. Further analysis was performed on this usm. The usm was installed onto a patient side cart fixture test platform (pftp) where it failed the ¿sine cycle¿ test. Upon review, error 32100 was present, pointing towards the yaw. The yaw and pitch motor module brake cables were switched, and the test was re-ran, with no issues. As a result of these findings, the probable root cause was determined to the yaw motor module and aca(axes controller, arm).

Event description:
Refer to h11 for follow-up information.